Manufacturer narrative:
The company rep examined the system and replaced the fluidics mechanism assembly to resolve the customer reported issue. The company rep also replaced the dvd-rom drive, 12v battery, and a dampener pad due to nonconformities found. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that vacuum was poor during a cataract intraocular lens (iol) implant procedure. There was no pt harm reported.